Event description:
It was reported that an ilet bionic pancreas had a cracked display while the device continued to function, though the display was not usable. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included collecting device history and user feedback, and arranging device return for evaluation. Investigation of this case revealed physical damage to the display component consistent with external impact, with no evidence of device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.